Manufacturer narrative:
(B)(4). Batch # n5376t: the analysis results found that the tcr55 reload was received with the fork damaged. The cartridge was unfired, with the swing tab in unlocked position. No functional test was performed due the condition of the cartridge. This damage is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the reload can't staple and skew cannot be properly installed. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.